Event description:
The customer reported that after the battery was removed, there still seemed to be power to the insulin pump. The display still showed the reservoir symbol, the enclosed circle, the time, and the battery icon.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unresponsive keypad, alarmed a watchdog timeout alarm, and made a screeching noise. The customer stated that the insulin pump was emitting a constant tone, and a battery replacement did not resolve the issue. The blood glucose reading was unknown. The customer was advised to revert to his back up treatment plan and allow the insulin pump to rest for 2 hours. He was unable to troubleshoot the issues. Nothing further reported.